Event description:
Customer reported receiving a motor error alarm on the insulin pump right before putting the reservoir in the insulin pump. Customer stated that the alarm occurred during both prime and normal delivery. Customer does use the sensor feature and they were able to complete the rewind sequence. Customer mentioned that after the second motor error alarm they had a low blood glucose reading of 40 mg/dl and were forced to treat with glucose tablets. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads.